Manufacturer narrative:
A gold-tite tm hexed uniscrews was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature was worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates a screw fracture events. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment screw fractured.